Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that the insulin pump would not prime, and she had to try 4 different infusion sets before she got the insulin pump to work. She also reported that she had lost a full reservoir of insulin in the process. The caller did not know the blood glucose reading. The customer stated that the alarm was resolved by a complete infusion set change. She declined to return the reservoir or infusion set for analysis. The most recent blood glucose reading was 245 mg/dl. Nothing further reported.